Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis included 500mg of ciprofloxacin tablets (frequencies not reported). The patient was reported to have recovered from the peritonitis and discharged from the hospital. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.